Event description:
It was reported that the device recorded nonsustained lead noise episodes due to far p-wave oversensing on the ventricular channel. Programming changes were recommended. At a later date, the device was found to be double counting wide qrs complexes on the far field channel. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.